Event description:
On january 22, 2007, the lay user/pt contacted lifescan alleging that his one touch basic meter was "not working". The pt was unable to specify the meter issue, and the customer care advocate noted that she was unable to troubleshoot the issue. The pt initially stated that he went to the hospital because of high blood pressure and not because of the meter issue. However, at the end of the call, he claimed that he was hospitalized for 16 days because of high blood sugar. He reportedly did not test his blood glucose on his meter because the meter was not working. The pt was unwilling to provide any additional details about his hospitalization. It would be helpful to obtain the following: when the meter stopped working, when the pt last attempted to test on the meter, the pt's testing frequency, and if the pt was taking his diabetes medication as prescribed when the meter was not working. It would also be helpful to know if the pt had any symptoms of high or low blood levels, if the pt has any other health conditions, and why the pt was hospitalized for 16 days. This complaint is being reported because there is insufficient information regarding the pt's hospitalization. The events that occurred from when the pt stopped testing on the meter to when he was hospitalized was not reported; therefore, it is unknown if the meter contributed to the pt's hospitalization. The customer care advocate sent a one touch ultra2 meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.